Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that the gas was not dispensing and the regulator indicated that the pressure is in the red zone before a vitrectomy procedure. There was no patient involvement.

Manufacturer narrative:
The octafluoropropane (c3f8) gas tank sample was not returned, and testing could not be performed. The lot number was reported and a review of the batch production record for lot showed no unusual manufacturing issues. A review of the complaint records showed no other complaints against lot. With no additional, related information provided, the customer reported event was not confirmed. The root cause cannot be determined conclusively. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).